Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 340 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump has not been alarming the customer to a no delivery alarm. Troubleshooting was done. The customer was advised to examine the cannula of the infusion set. The customer reported that the cannula was bent. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer also reported a kink in the tubing of the insulin pump. No additional information was provided.